Manufacturer narrative:
Unit received with a critical pump error (open book error) and unable to download pump, problem isolated to force sensor. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement, active current measurement or verify pump error 3 due to critical pump error.

Event description:
The customer's mother reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.